Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving inappropriate antitachycardia pacing therapy and hv therapy for post-sensed t-wave oversensing on the ventricular lead. The oversensing was noted on a stored egm. Recommended programming changes will be discussed with the following physician. No further information is available at this time.